Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user has high glucose value.

Event description:
Consumer complained of blood glucose results reading "hi". Customer states that she feels well and requires no medical attention. Customer is unaware of her expected blood results she was recently told she have diabetes. Verified the strips expire 10/31/2016. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, hi and hi fasting. Reviewed meter memory: r3-hi fasting yes memory; r4-hi fasting yes memory. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2015).